Manufacturer narrative:
Product has been requested for evaluation however it has not been received. Sterilization and lot history records were reviewed and no exceptions were found. Report 3 of 3.

Event description:
The sleeve wrinkles and does not pass through an incision of 2 mm.